Manufacturer narrative:
H3: one cadd legacy pca pump was received for evaluation. There was no evidence of the reported issue in the event history log. Three separate delivery accuracy tests were performed and the reported issue was unable to be duplicated. The pump was slightly over delivering, but within the published +/-6% specification. It was recommend that the pump's expulsor be trimmed in order to bring the delivery into more nominal of a range.

Event description:
Additional information was received indicating that the patient was not admitted to the hospital.

Event description:
Information was received indicating that the cadd legacy pca pump malfunctioned. The pump caused over delivery and the patient had trouble breathing and had low oxygen levels which led to an emergency room visit. Additional information is being gathered.